Event description:
A permanent inferior vena cava (ivc) filter was placed last month to filter bilateral clots in the legs on this patient. The patient has small cell lung cancer and extensive metastasis. Earlier this month, on the CT scan, it was noted that the filter had migrated from the placement site (directly below renal veins in inferior vena cava) to right atrium. It has not caused problems but cannot be retrieved due to patient's condition.